Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify or duplicate the reported issue. As a precaution physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.